Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm tm, called to state the arctic sun device was not cooling. A check of t4 showed that it was at 21c. Draining from the left drain port resulted in approximately 1l of water. Discussed that this was indicative of a failed chiller and discussed they would be writing up a quote for depot repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that case data shows t4 not cooling. Chiller trips break in decon. Unplug chiller to decon. Chiller unit was replaced. Device underwent full pm procedure. Unit was prime to fill. Mixing pump and circulation pump were serviced. Heater, manifold o-rings, drain valves, tank tubing and coin cell were replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm tm, called to state the arctic sun device was not cooling. A check of t4 showed that it was at 21c. Draining from the left drain port resulted in approximately 1l of water. Discussed that this was indicative of a failed chiller and discussed they would be writing up a quote for depot repair. Per additional information updated from ttm on 26feb2025, biomed stated they had a device they need to send in for repair and get a loaner. Biomed provided s/n (B)(6). They were not sure what was wrong with it, stated it was electrical or not heating possibly. Per follow up information received via task on 31mar2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 23jun2025, the unit being prime to fill during the evaluation per service technician.